Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device's package was not sealed. It was observed during preparation of a savion flx guidewire the seal on the internal packaging was opened. The guidewire was not used.